Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Software was reloaded and a memory backup battery was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 not produce an exposure and made a "double beep" at low dose settings. There was no adverse patient involvement reported. There was no patient information reported.